Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a pump did not infuse the medication. Additional information was received. The customer reported they do not have the tubing sets to return. The nurse reported routine take down except when opening pouch to remove the chemo bag. It was still full. The patient reported hearing the pump delivering as normal and then heard the beep when near the end of the infusion and finally the pump shut off at the end of infusion. The reservoir volume was 115 milliliters (ml) and the rate was 2.5 ml/hour (hr). No alarm occurred. The set flow rate was 2.5 ml/hr. No patient injury was reported.